Event description:
Pt's one touch meter was not powering on. Since the pt was not able to test on her meter, she went to her doctor's office to get her blood glucose checked. The result on the doctor's meter was not provided; however, she was not given any treatment. The pt had also not experienced any symptoms at the time of concern. During troubleshooting, it was verified that she was using the correct test strips. She was asked to press the power button, but the meter did not turn on. The batteries were checked to see if they were correctly installed and they were. The batteries were last replaced less than a year ago and the condition of the battery contacts was also good. Based on the information provided, there is an indication that the product has malfunctioned since the power issue was not resolved with troubleshooting. There is also no information to suggest that the pt experienced injury due to the product. Therefore, this case is reported as a meter malfunction. A replacement meter, control solution, and test strips were sent to the pt.